Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 29oct2018. International UDI # (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the device was jammed and unresponsive. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 20dec2018. Date of manufacturer: 19dec2018. Serial number obtained (B)(4). The philips field service engineer (fse) performed troubleshooting and confirmed the reported issue. The screen was locked and there were several error messages: 1115, (auxiliary alarm supply failed) 1127 (ovp circuit failed), 1104 (backup alarm failed) and 1105 (alarm led failed). It was recommended that the battery, motor controller board and power management board be replaced. A quote was sent to the customer for repairs. The customer declined repairs, therefore, a root cause could not be established.